Event description:
It was initially reported that the patient was having a problem with the device, but the nature of the problem was unknown. Subsequent information received reported that the patient was getting a shocking or jolting sensation and stimulation in the wrong location following a fall, which he had done a lot. The patient worked on ladders and they tended to fall. The patient's device was protruding out and every time he would walk around a corner it hits and hurts. It was also reported that the patient had a grand mal seizure three days ago and the ER thought the device was what caused it, as they could only link the device or the ied that was messing with his brain. The patient would like the device removed because it was causing him a lot more pain than good. The patient had spoken with two doctors who did not want to the surgery because they were concerned about the patient's spine; the patient had not yet contacted a neurosurgeon. The patient was very uncomfortable and the physicians would not give him any pain meds. A nurse practitioner stated to the patient that it felt like a bubble where the leads were. A fluoroscope was done two months ago, wherein the patient stated the leads kept moving but not a significant amount. The patient did not use the stimulation because it would shock his stomach and did not go down his leg. The patient had not turned stimulation on for four months, had not kept it charged up, and it was five months ago when he charged. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).